Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) depleted after being implanted for six months. The ins prematurely depleted. When the ins was interrogated, an elective replacement indicator (eri) was displayed at 2.64v. The hcp decided to replace the ins battery as the patient's epileptic status was severe. The patient could not wait until the ins stopped working to have it replaced. No cause were reported, but the hcp noted the stimulation parameters were high than average. The ins was programmed to c+, 3- at 6.0v, 120 usec, and 150 hz on the left side and c+, 11- at 6.2v, 120 usec, and 150 hz on the right side. No cycling was used and the stimulation parameters had not changed since implant. The patient had only used the patient programmer to check the ins and not make any adjustments to stimulation. A revision was done and the ins was explanted and replaced to resolve the issue. The patient was alive with no injury. No further patient complications were antici pated. The patient's indication for use is epilepsy and the patient has up to 20 seizures per month on their worst days.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was not in new condition. The ins passed functional testing and good stable output was measured on all electrode pairs the ins had when it was received.